Manufacturer narrative:
(B)(4)

Event description:
The customer reports the tip of the catheter is deflected at an angle in a way the physician did not feel comfortable leaving it in the patient.

Event description:
The customer reports the tip of the catheter is deflected at an angle in a way the physician did not feel comfortable leaving it in the patient.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter body. Visual inspection of the catheter revealed that the two legs of the catheter tip are in the shape of a "y" and do not lay flat on top of each other. The shorter leg has a bend where it starts to split causing it to be out of position (not lying flat). This leg cannot be moved back into position indicating that the catheter leg was bent when placed in the tray and upon sterilization became permanent. No signs of use were observed. The position of the catheter tips were visually compared to catheter graphic. The bend observed in the returned sample is not present in the graphic. The reported complaint of catheter tip damage was confirmed through visual examination of the returned sample. The catheter tips were found to be permanently bent to a "y" shape and will not lay flat indicating that they were bent prior to sterilization. Therefore the probable cause of this complaint is packaging related. A non-conformance request was created to further investigate this issue.